Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)lbs.) Underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. The physician had only inserted the soundstar catheter into the body to draw contours and to do a pre-case check for effusion and that is when it was noticed and confirmed via intracardiac echocardiogram. No other bwi instruments were in the body at this time. The patient's blood pressure and other vitals were all normal/stable at this time and throughout the procedure. A pericardiocentesis was performed and 120 cc of fluid was removed. The drain may have been left in. The physician observed the patient throughout a waiting period of 20-30 minutes before continuing with the procedure. The case was completed without any other medical intervention necessary. At the time of the call, the reporter was not sure if the patient had been admitted for overnight observation. The physician did not indicate that any bwi product was the cause of the injury. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.